Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was alleged that the patient was "experiencing issues" with the spinal cord stimulator (scs). It was stated that when the patient was initially implanted back in 2007 "she was mentally sharp and still okay, but that's changed over the years and she was cognitively impaired" at the time of report. It was noted that the scs "never needs charging" and it hadn't been charged in reportedly months but was still at 40%. It was noted that the patient had been feeling stimulation but that it varies. Sometimes it's "a low hum and the next thing you know it's vibrating like crazy." It was noted that this had been happening "for the last six months or so." It was reported that the last time the device was recharged was "a few days ago" and they had 8 coupling bars and the battery was "about 40% charged." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).